Event description:
It was reported that the customer has experienced high bg levels (300-400). The customer changed their cartridge, infusion set, and site. The customer also mentioned that she had some scarring near the infusion site which could have contributed to the high bg levels. The customer treated herself with manual insulin injections. The pump was tested and functioned as expected.

Manufacturer narrative:
The device has been received for evaluation. Should new info be received, a supplemental report will be submitted.